Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cause could not be determined. Replacement of the unit was recommended. No report of patient involvement.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.